Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01019. It was reported that stent dislodgement inside the patient and vessel dissection occurred. After implanting a 2.50x38mm promus element plus drug-eluting stent, post dilation technique of kissing balloon was performed in ostial diagonal branch with an apex balloon catheters. However, persistence of stenosis was noted in the ostial diagonal branch which opted for treatment using a 2.25x24mm promus element plus drug-eluting stent. Moreover, upon advancing, the stent was detached from the delivery system prior to release and became stuck in the mesh of the previously implanted stent. The physician attempted to withdraw the stent but somehow caused a dissection and destabilized the patient. The physician then managed to remove both stents out and replaced with another. The patient's status was stable afterwards.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis intertwined with another stent on the guidewire and without the promus element plus stent delivery system (sds). A visual examination of the stent found the stent severely damaged across its entire length with struts distorted, stretched, lifted from the stent profile and bunched. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-01019. It was reported that stent dislodgement inside the patient and vessel dissection occurred. After implanting a 2.50x38mm promus element plus drug-eluting stent, post dilation technique of kissing balloon was performed in ostial diagonal branch with an apex balloon catheters. However, persistence of stenosis was noted in the ostial diagonal branch which opted for treatment using a 2.25x24mm promus element plus drug-eluting stent. Moreover, upon advancing, the stent was detached from the delivery system prior to release and became stuck in the mesh of the previously implanted stent. The physician attempted to withdraw the stent but somehow caused a dissection and destabilized the patient. The physician then managed to remove both stents out and replaced with another. The patient's status was stable afterwards.